Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that the patient's atrial lead had high capture thresholds and was fractured. This depleted the battery on the pacemaker. The lead was explanted and replaced. Patient was stable post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.